Event description:
The pt had undergone a total knee replacement procedure in the surgery dept. During the surgical procedure, blood recovery tubing for the cell-saver was placed at the surgical site. Following a stay in the pacu (recovery), the pt was transferred to an orthopedic wing of the hosp. While being situated in a room on the orthopedic wing, the suction tubing for the cell-saver was connected to the wall-mounted oxygen outlet. Pt arrested shortly thereafter and was unable to be revived. After discussion with all parties involved and with the administrative personnel of this institution, and following review by biomedical staff, it is determined that the cell-saver was not the cause of the death of this pt.